Event description:
A report received stated, during use, a physician attempted to deflate but with resistance. The tracheal tube was replaced with a similar device. There was no reported harm to the pt.

Manufacturer narrative:
One sample of a cuffed pediatric shiley tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed all the components were assembled properly at the tube. An inflation/deflation test was performed using a 7cc syringe of air applied to the cuff, and no restrictions or difficulties were observed. The sample was left inflated 24 hours according to process instructions, and no leaks or issues to deflate it was observed. The reported failure mode was not verified. (B)(4).

Manufacturer narrative:
(B)(4). The lot number to the product referenced in this report was not provided to the manufacturer. In the event that add'l info is obtained, a supplemental report will be provided.